Event description:
A customer reported of a patient with a retained pillcam patency capsule. According to the customer, a day after the capsule was ingested the patient was admitted into hospital with symptoms of severe abdominal pain, suggesting obstruction. The patient underwent surgery and the capsule was removed.

Manufacturer narrative:
Pillcam patency capsule is an accessory to the pillcam video capsule and its intended use is to verify adequate patency of the gastrointestinal tract prior to administration of the pillcam video capsule in patients with known or suspected strictures. Although we don't have information on whether the patient had a history of surgery and expected post-surgical adhesions, it is likely that the capsule was retained due to adhesions.